Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigation revealed that the battery compartment was cracked and the returned battery cap threads were stripped. The returned battery cap would not secure to the pump; a test battery cap was used to complete investigation. Unrelated to the original complaint, investigation also revealed that the pump case was damaged between the display lens and the ok keypad button. Additionally, the bolus button cover was found to be detached/missing; the up arrow, down arrow, and ok keypad buttons were intermittently responsive; and there was contamination found under all button key contacts.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.